Manufacturer narrative:
Date of event: (B)(6) 2016. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts replaced. Customer observed a small washer shorting two conductors on a connector. The unit was fully functional when the object was removed.

Event description:
The customer reported the display is blank (dark) and the blower does not turn on after replacing the pss module. The customer reported that there was no patient involvement.